Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the instrument was difficult to toggle and the needle broke. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.